Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation, and the patient experienced ventricular fibrillation that required defibrillation. It was reported that the carto 3 system displayed a "current leakage error" over the main map of the screen. This occurred midway through the procedure while moving around within the ventricle. They lost all electrocardiogram (ECG) signals on the carto 3 system and the recording system; at the same time the current leakage error was displayed. They disconnected the ablation catheter, and the error cleared. It was also reported that an adverse event occurred during the procedure. Prior to the current leakage error being displayed, the carto 3 system and the recording system stopped displaying a body surface ECG signal while pacing was being performed. Later, during the procedure, the current leakage occurred. While the current leakage error was being displayed, the patient was in ventricular fibrillation (v fib). Body surface signals were not being displayed at this time; however, the right ventricle (rv) catheter was detecting intracardiac signals. The rv signals displayed a v fib arrhythmia. The patient was defibrillated with the external defibrillator. The patient went back into sinus rhythm after being defibrillated. It was at this time that the caller exchanged the catheter and cable to resolve the current leakage error. The case then continued. The patient was in stable condition. It was believed that the patient is being admitted for further observation. Patient fully recovered. The current leakage error and ECG signal issue are non-MDR reportable.

Manufacturer narrative:
The device investigation was completed on 27-feb-2025. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation, and the patient experienced ventricular fibrillation that required defibrillation. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event, the noise and current leakage issues remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Regarding signal and current leakage issues: the carto 3 IFU states: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. Disconnect all catheter cables from the piu. If the error persists after disconnecting all catheter cables from the piu, turn off the piu power supply and contact biosense webster service and support department to report a piu issue. If the error message disappears after disconnecting all catheter cables, reconnect the catheter cables, one by one, until the catheter or cable causing the error is identified. Replace the faulty catheter and/or cable. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).